Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6) and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had been trying to charge their ins since yesterday but hadn't been able to get a good connection. Patient said they would have the recharger on their back for a long time, and then all of a sudden, they would get a notification on the device that it disconnected, so they'd have to start all over again (agent understood recharger timed out). Agent asked, patient confirmed they did not have a bandage or swelling that they were aware of on the area and saw their healthcare provider the other day and was told the area looked good. Patient mentioned they spoke with their manufacturer representative (rep) today about the issue, and rep told them to reposition the recharging antenna. During the call, agent walked patient through resetting the wireless charger and trying to start charging ins again. Patient was able to start a charging session, but only saw the recovery mode screens with low and high, but no numbers populated. Patient tried repositioning the antenna, and after several more minutes, confirmed they were unable to start charging. The troubleshooting steps that were taken on the call did not resolve the issue. Agent reviewed with the patient that sometimes the incision site needs more time to heal before a solid connection can be made to charge the ins. Agent suggested patient can continue to try, and may have more luck if they can comfortably press the recharger into the area when the ins is located to try to achieve better connection. Patient said their handset battery had gotten low so they will just charge the external equipment and stop getting so frustrated about it for now. The reason for the call was about 3 weeks ago the patient couldn't connect the communicator to their ins. They mentioned when they a ttempted to connect the communicator they got a message unable to connect. Patient mentioned it was completely different what they had before and it couldn't allowed them to go on their day without thinking about the ins needed to charge. They mentioned it doesn't really worked as far as pain relief, it might help them for a short period of time but at night when they were really in pain the ins doesn't have a battery left and they had to recharge the ins for 1-2 hours. They also stated since last (B)(6) 2024 they have on going issue where they had a pain down on their legs agent walked the patient through on how to reset the communicator and closed all apps. Patient attempted to connect the communicator but got a message not found. Patient mentioned they charged the ins yesterday. Agent advised the patient to connect the recharger to confirmed the battery of the ins and they confirmed it was red. Patient recharge the ins got excellent quality and would try to connect the communicator once done recharging. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient would call back if they needed further assistance. The patient mentioned unrelated medical history including a shoulder surgery prior getting the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that a new battery was installed in their back but it has proven not too last a long time after charging it. They have been told that on (B)(6) 2025 a new battery will be put in their back. The cause of their back pain has been their sciatic nerve and spinal stenosis. The device helps them from the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was implanted with a new implantable neurostimulator (ins) on (B)(6) 2025. The old ins will be returned.

Event description:
On (B)(6) 2025 the rep responded to a request for additional information reporting that the pt is going to have a replacement surgery under warranty. The surgery has not been scheduled yet. The pt still has ongoing issues with the ins not holding a charge for long. The rep will provide an update when the surgery is scheduled. On (B)(6) 2025 the rep responded to a request for additional information reporting that this event all started back on (B)(6) 2025. The pt had called patient services because they couldn't get the device to charge properly, which prompted a meeting with the doctor's office on (B)(6) 2025 to show the pt how to use the equipment again and re-educate the pt. The rep ended up seeing the pt again on (B)(6) 2025 because the pt told them the ins was still not holding a charge. On (B)(6) 2025, the rep tried to run the recharge interval calculator, but it was unsuccessful. The rep then called technical services for help. The rep stated the device was reset the files were saved and sent in for the engineers to evaluate. The rep hadn't heard anything back from technical services regarding next steps. The pt was getting upset due to the lack of communication. The rep then escalated to a technical services sme, who later reported to the rep that there wasn't anything else to try and that the device would qualify for a replacement under warranty. The rep confirmed that the surgery was not scheduled yet as the office was still working on submitting information to insurance. The rep will provide an update when they have more information about the surgery. The rep stated they though tss submitted an mpxr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they have returned the device. Device was returned on 8/06/2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 977119, s/n: (B)(6) was returned and analyzed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.